Manufacturer narrative:
(B)(4). Per the customer, the lot number is unknown. Therefore, a batch review could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that two (2) infusor lv 5 device for which a no flow was observed during filling. No force priming was attempted. The device was filled with saline. There was no patient involvement and no patient injury and medical intervention. No additional information. This report 2 of 2 for the facility.